Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a needle separated from the hub of the bd integra¿ 3 ml syringe with detachable needle and remained in the patient. X-rays, and additional surgical intervention was needed.

Manufacturer narrative:
Two open 3ml integra packaged syringes with needle were received of lot 7082692. On visual inspection of the used sample received, one syringe was found to have the needle cannula bent at approximately 45 degrees from normal, while the needle shield was loose in the package. Second syringe was confirmed to have a crack in the syringe collar. Based on the sample evaluation: confirmed: bd was able to confirm the customer's indicated failure mode. Investigation conclusion: root cause is undetermined.